Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-23-us, serial/lot #: (B)(4), ubd: 26-jan-2020, (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was reported that the patient had a steep root angle of 55 degrees. During the initial deployment, the valve was too aortic at 80% deployment and was decided to recapture the valve. The valve failed to be recaptured as the deployment knob was turning and there was no capsule movement delaying the procedure approximately fifteen minutes. The operator noted he added significant forward pressure on the valve at 80% deployed during the initial deployment. The valve and the system were retracted into the descending aorta and deployed uneventfully. A second valve was implanted. No adverse patient effects were reported.